Manufacturer narrative:
D2b: additional pro code (product code): lit. G4: additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately calcified vessel. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilation. During second inflation at below rated pressure for 10 seconds, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.